Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed after 29 units of insulin had been filled. The customer reported a blood glucose (bg) level of 199 (mg/dl). During troubleshooting, the customer disconnected and reconnected the same infusion set tubing to the cartridge patient line. Insulin was then observed at the end of the infusion tubing. The customer resumed insulin delivery successfully.